Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-06552. It was reported the pt will have her scs sys explanted. The pt stated she did not like the sensation from the stimulation. It was also reported the pt is having a back procedure done. Follow-up identified the pt's entire scs sys was removed on (B)(6) 2013.